Event description:
It was reported that during a rotator cuff repair the physician was utilizing a multifix p knotless fixation system. Upon inserting the implant into the pt's bone the anchor bent. The physician indicated that the pts bone quality was very hard. The physician punched a new bone hole and pounded in another multifix p to complete the procedure. No pt complications were reported as a result of this event.